Event description:
It was reported that the customer visited the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose level of 600 mg/dl, suspected cause was due to an absorption issue, however this could not be confirmed. The customer was treated with intravenous fluids of saline and insulin which resolved the issue with no injury or permanent damage. The customer was released from the hospital a few days later on (B)(6) 2025.